Manufacturer narrative:
At this time, the product is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this patient presented for chest pain and overall body pain. The physician suspected micro-perforation, so this lead was explanted. The perforation was not confirmed and lead measurements remained unchanged. No additional adverse patient effects were reported.